Manufacturer narrative:
Section d4 serial no has been updated to unknown as the reported serial number has been deemed invalid. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history record has been reviewed for the reported serial number. The serial number as reported by the customer was found to have been rejected and scrapped during the manufacturing process. This particular serial number never completed the manufacturing process and was never distributed. It is not possible that the reported serial number could have been processed to a finished kit and shipped to a customer. This search invalidates the serial number listed in the complaint. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformance that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported that on (B)(6) 2019 at 11:32 a.m., she received a sensor scan result of 214 mg/dl and experienced symptoms described as dizziness, blurred vision, nausea, difficulty breathing, and "sweetness". Within 10 minutes, customer performed a blood glucose test on an unspecified adc meter and received a reading of 'hi' (reading greater than 500 mg/dl). Customer was seen at a hospital where a laboratory glucose result of 618 mg/dl at 12:30 p.m. And she was diagnosed with hyperglycemia and treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported that on (B)(6) 2019 at 11:32 a.m., she received a sensor scan result of 214 mg/dl and experienced symptoms described as dizziness, blurred vision, nausea, difficulty breathing, and "sweetness". Within 10 minutes, customer performed a blood glucose test on an unspecified adc meter and received a reading of 'hi' (reading greater than 500 mg/dl). Customer was seen at a hospital where a laboratory glucose result of 618 mg/dl at 12:30 p.m. And she was diagnosed with hyperglycemia and treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.